Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a thorough medical investigation could not be rendered, nor could the definitive clinical root cause of the reported adverse event be determined. The impact to the patient was the less than 30-minutes surgical delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the t2 of the fast-fix came out while tightening the knot, t1 and t2 were removed using graspers. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.